Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported an explanted intraocular lens with reason " not satisfied with vision after surgery."